Event description:
It was reported that during a coronary stent procedure of a mid rca lesion that had not been pre dilated, the physician has successfully stented the mid right with a 3.0 x 24 express2. The 3.0 x 12 express2 was to be used in the ostium which had slight calcification. The physician was unable to properly seat the guide catheter and it backed out of the ostium twice. The stent dislodged and was located in the iliac artery. A snare was used for removal without incident. The procedure was completed with a zeta stent. Pt status is listed as "okay".